Event description:
It was reported that this pacemaker exhibited a minute ventilation (mv) feature rate response not as expected due to noisy signals and over-sensing on this right atrial (ra) lead, leading to inappropriate atrial tachycardia response (atr) episodes. Reprogramming options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).